Manufacturer narrative:
(B)(4). No conclusion code available; the device was tested on the bench and output damage was found. An arc mark was noted on the device can; further evaluation indicated the presence of lead material. The cause of the output damage was a lead anomaly.

Event description:
This report is to advise of an event observed during analysis.